Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: (B)(6). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female who an unspecified (B)(6) with a (B)(6) excalcification post perienced spontaneous right sided rupture, and left-sided (B)(6), pain, and (B)(6), post procedure.the (B)(6) examination confirmed the (B)(6). The (B)(6) was discovered during intraoperative examination. As a result, patient underwent replacement on (B)(6) 2021. This report relates to the (B)(6).

Manufacturer narrative:
Additional information received on (B)(6) 2022 indicated that only the right side was replaced. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on january 19, 2022 indicated that the patient also experienced right-sided capsular contracture: (unknown grade), and wound dehiscence. As a result patient underwent right sided capsulectomy and implant replacement with cat#: 3503501bc, sn#:(B)(6), and the wound was washed out, and closed. This report relates to the left prosthesis. Manufacturer¿s reference number: (B)(4).